Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece got hot. Handpiece failed specs due to dry/debris built up on both bearings. Handpiece running noisy. Also cap damage from coming in contact with rotor. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
It was reported that a midwest e 1:5 ca overheated during use. The event outcome is unknown as of this MDR evaluation.